Event description:
Patient had left cochlear implant inserted in 1988 for severe to profound sensorineural hearing loss. Returned to surgery in 2005 for removal of implant due to left chronic mastoiditis with tympanic membrane perforation. Patient also underwent a left tympanoplasty and mastoidectomy.